Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no adverse patient effects. The device was replaced due to the patient became incontinent again. A small hole in the cuff was found.

Manufacturer narrative:
Product investigation: recurring incontinence was reported. The ams800 device was visually inspected. There was a leak in the cuff shell due to wear at a fold. The balloon was not functionally tested due to unknown original specifications. The control pump was not functionally tested due to contamination. Review of manufacturing documentation was performed due to unknown upn. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no adverse patient effects. The device was replaced due to the patient became incontinent again. A small hole in the cuff was found.